Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where adhesive did not stick on (B)(6) 2025. Blood glucose level was high at the time of the event due to which patient went to hospital and got treated with intravenous (IV) insulin and a litre of saline. Patient was released from the hospital on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 23-jul-2025. Device history record (DHR) review: the lot 6007401 was manufactured according to the work instruction (wi) version 114 on 11-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 23-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advance, malfunction code adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment) and lot 6007401 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.